Manufacturer narrative:
Product analysis: it was noted at analysis that the upper case had a broken boss, that the white display wire was pinched with its wire insulation exposed and that the encoder assembly, one knob and one case screw were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was originally returned for its annual test and calibration procedure subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.